Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, unexpected restart error test, rewind, basic occlusion test, prime test and excessive no delivery test. However, unable to perform displacement test, occlusion test or displacement accuracy test due to broken reservoir tube lip and the reservoir does not stay locked in. Unit received with broken reservoir tube lip, missing reservoir tube o-ring, broken belt clip slot, minor scratches on case, cracked case at display window corners, broken battery tube threads, cracked reservoir tube window, stained end cap sticker, cracked case at display window corners, minor scratches on reservoir tube window, corroded battery tube and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6), with blood glucose of 20 mg/dl at the time of the incident. The customer was at 111 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer stated their health care professional had changed their settings. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported pump physical damage, a damaged belt clip, and a low incident on (B)(6) 2017 of 30 to 70 mg/dl. The insulin pump will be returned for analysis.